Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports. (B)(4).

Event description:
It was reported that a patient was burned by irrigation fluid.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: patient burn by irrigation fluid. Probable root cause: use error: suction not connected with pinch clamp left open (or suction tube cut) which allows hot fluid to leak out of the suction tube, user error: incorrect fluid management, probe clogged. The device manufacture date is not known. (B)(4).

Event description:
It was reported that a patient was burned by irrigation fluid.